Event description:
It was reported that pump displayed malfunction alarm code 0 that had not occurred before and was associated with specific fault identification, with no notable events happening prior to the issue. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, received instructions on how to reset pump, successfully reset it without recurrence of malfunction, was advised to continue using pump, and was instructed to call back if malfunction alarm appeared again.